Event description:
In 2006, a patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two iliac extender components for abdominal aortic aneurysm repair. Gore's medical device tracking system received information in 2007 that devices were explanted on a week earlier. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.